Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. No additional information was provided and the customer declined troubleshooting with tandem technical support. There was no adverse impact to the customer's blood glucose level.